Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pelvic pain') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/problem"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (lavh/lso/right salpingectomy, cystoscopy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, hypersensitivity, menorrhagia, metrorrhagia, female sexual dysfunction, anaemia, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, nickel allergy, hypersensitivity, autoimmune diagnosed: fibromyalgia, psych injury. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- lot number was added. Removal details was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pelvic pain') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/problem"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (lavh/lso/right salpingectomy, cystoscopy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, hypersensitivity, menorrhagia, metrorrhagia, female sexual dysfunction, anaemia, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, nickel allergy, hypersensitivity, autoimmune diagnosed: fibromyalgia, psych injury. Batch no: c06520,production date: 2013-12-27, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.